Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic exploratory sigmoid resection, the device failed a leak test. A colostomy was then performed with the intent of closing the ostomy at a later date. The patient was admitted to the hospital for recovery.